Event description:
The customer reported rising blood glucose levels and difficulty pressing buttons on the insulin pump. The insulin pump passed the high blood glucose troubleshooting. The customer was advised to change the infusion set, reservoir and insulin and treat as instructed by the doctor. The customer stated would call back if the high values and the keypad anomaly continued. Due to the keypad anomaly a replacement pump was offered; the customer declined. The customer's blood glucose value was 295 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).